Manufacturer narrative:
Device evaluation: analysis of the returned device identified opening on patch, crease fold and white calcification. Leak test and microscopic analysis was performed which identified: opening striated. Based on the device analysis the final assessment is: a striated opening due to surgical damage consist in the use of some surgical tool.

Event description:
Healthcare professional reported left side deflation. The device has been explanted.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported left side deflation. The device has been explanted.